Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was contacted to schedule a follow-up, it was learned from the patient's son that the patient expired on (B)(6) 2015. The patient complained of dizziness on (B)(6) 2015 for which he was seen by a medical professional and was sent home. He experienced dyspnea and collapsed; was taken to the hospital where he was declared dead.